Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected trop I es patient result was obtained while using the vitros 5600 system. Performance testing and review of instrument data demonstrated that the vitros 5600 analyzer and trop I es reagent were operating as expected at the time of the event. An ocd field engineer performed "as needed" maintenance to the well wash subsystem, however, there was no evidence that service performed corrected an issue related to the event. The investigation did not determine a root cause for this event.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result for a single patient sample while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected patient result was reported to the clinician, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).